Event description:
The patient experienced withdrawal symptoms: sweating/diaphoresis; urticaria/hives, itching and rash. The date of onset of symptoms was not reported. The pump was replaced (B)(6) 2010. The pump delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).